Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited evidence of possible fine ventricular fibrillation (vf) undersensing and possible loss of capture post shock pacing due to underlying fine vf. Additionally, the rv lead triggered a lead integrity alert (lia) for two or more high rate-non sustained episodes and sensing integrity counter (sic) due to fast vt. The rv lead remains in use. It was also reported during use of the cardiac resynchronization therapy defibrillator (crt-d) there were episodes labeled as high rate non-sustained and ventricular tachycardia (vt) non-sustained but were not labeled as vf or vt. The crt-d remains in use. Additionally, it was reported that during use of the left ventricular (lv) lead loss of capture was noted post shock packing and the patient experience phrenic nerve stimulation. Crt-d device reprogramming was performed and increase of lower rate and vector changed. No further patient complications have been reported as a result of this event.